Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pace impedances measuring greater than 2,500 ohms. The impedances remained high when the lead was tested through the pacing system analyzer (psa). Subsequently, this patient underwent a revision procedure and this product was surgically capped and abandoned. No adverse patient effects were reported.